Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 46 mg/dl. Customer would not have been in auto mode at time of low blood glucose due to sensor issues reported. The customer declined troubleshooting for low blood glucose. Customer did not provided treatment for low blood glucose. The device will not be returned for analysis.